Event description:
On 01/17/1999, the facility's or buyer informed the manufacturer's (MFR) sales representative of the following: the doctor complained that he had trouble with the introducer. The MFR's previous sales representative for this territory attempted to manipulate the introducer with the facility's or buyer in her office and stated that he had no problem with it. No further details were provided.